Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to the cracked and bleeding lcd glass. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 405 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, vomiting and high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was cracked and the display was bleeding. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.